Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray was taken and revealed lead migration. The physician had difficulty repositioning the lead due to scar tissues and decided to explant the entire system.